Manufacturer narrative:
The subject device has not been returned to omsc because the user facility continues to use the subject device with no problem. Before the event occurred, the subject device had returned to olympus (B)(4) for repair with reporting "obstructed valve access". However, (B)(4) found no abnormality such as clip remained in the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a procedure, the user facility noticed that an unspecified clip came out from the subject device and fell off within the patient. The user facility retrieved the clip from the patient. There was no information whether the clip was used in the procedure or used in the previous procedure. However, it was reported that the user facility believed the clip remained in the channel from the previous procedure due to the design of the subject device. There was no report of patient injury.